Manufacturer narrative:
The received device had the cannula assembly fully deployed and adhesive pad fully attached to the bottom housing. No damages or deficiencies were observed that would contribute to the soft cannula dislodging or an adhesive failure. A root cause for the reported dislodged cannula and adhesive failure could not be determined. Cracks were observed on the top housing of the pod. The timing and cause of the damages could not be determined when these cracks occurred.

Manufacturer narrative:
The device has been returned/received and a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's legal guardian (lg) reported on behalf of the patient that their blood glucose (bg) level rose over 250 mg/dl, while wearing the pod between 1 and 4 hours. The lg reported the pod fell off the infusion site (leg) while the patient slept, causing the cannula to dislodge. Additionally, the lg reported this caused the patient to develop small ketones but did not provide any values. As treatment, a new pod was successfully applied.